Manufacturer narrative:
The insulin pump was received with no motor error alarm noted during bolus and basal delivery; the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window, cracked battery tube threads and scratched reservoir tube window.

Event description:
It was reported, the customer received a motor error alarm during a prime. Customer's blood glucose was 436 mg/dl. Customer did not treat for their blood glucose at the time of the call. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.